Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: surgical notes and x-rays have not been provided so surgical technique and fit and orientation of components cannot be assessed. Primary and revision operative notes are unk so an in-vivo time cannot be determined. In general, pt factors that may affect the performance of the components include; age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to subluxation.